Event description:
It was reported that, prior to a transcatheter aortic valve implantation, after cold saline was poured into the basin and the loading system was placed into the water, a white substance described as resembling paper pulp was observed in the sterile saline basin and on the valve loading nurse¿s sterile gloves. The delivery and loading system were not used due to suspected contamination or foreign material, a new table was set up, and the nurse rescrubbed. A new delivery and loading system was opened and no white substance was observed. It was also reported that during the same procedure, intermittent complete heart block was observed after pre-dilation with a 23 mm non-medtronic balloon. During valve deployment at approximately 80% deployment depth, the patient developed complete heart block and required pacing support on the working wire until a temporary pacemaker was inserted. The implanter removed the working wire and fully deployed the valve without a wire through the system. After final release, the valve dislodged into the left ventricular outflow tract with a final depth of 9 mm on the non-coronary cusp (ncc) and 14 mm on the left coronary cusp (lcc). The patient remained stable with moderate paravalvular leak (pvl). Post-dilatation was performed with the same 23 mm balloon used for pre-dilatation with an end result of trace pvl. The patient remained in complete heart block following the procedure.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0013291801); product type: 0195-heart valves. Section d references the main component of the system. Other medical products in use during the event include: product ID evfxplus-29 (r286535); product type: 0195-heart valves; implant date ; explant date brand name evolut fx ls; product ID l-evolutfx-2329 (lot: 0013291801); product type: 0195-heart valves; implant date ; explant date brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0013289406); product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.